Event description:
A report was received that the patient¿s distal tip of her lead started to erode to the skin. The physician believed that it was due to the initial placement of the lead which was close to the skin. The patient underwent a revision procedure wherein the distal tip was buried deeper underneath the skin. The patient was doing well postoperatively. However, one of the leads began to erode through the skin again and there was an actual break on the skin. The patient underwent an explant procedure per physician¿s preference.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm, model #: sc-4316, lot #: 15932332, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s distal tip of her lead had eroded through the skin. The physician believed that it was due to the initial placement of the lead which was close to the skin. The patient underwent a revision procedure wherein the distal tip was buried deeper underneath the skin. The patient was doing well postoperatively. However, one of the leads began to erode through the skin again and there was an actual break on the skin. The patient underwent an explant procedure per physician¿s preference